Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms active was confirmed via the submitted log file. The heartmate mobile power unit (mpu) (serial number mpu-39180) was not returned; however, log files were submitted. The submitted log file (labeled (012843 and ac271021) contained data spanning approximately 24 days (03dec2021 ¿ 27dec2021 per the timestamp. The log file captured a loss of external power while connected to the mobile power unit on 07dec2021 at 15:46:43, on 11dec2021 from 20:43:00 to 20:43:07 and on 17dec2021 at 19:29:45 to 19:45:26 due to the rsoc and bus voltage dropping below the expected voltage threshold. During this time, the rsoc voltage ranged from 2.5 ¿ 5.5 volts and the bus voltage ranged from 10.9 ¿ 11.2 volts. This is consistent with the patient losing power in their home. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Provided information stated that the mpu was not exchanged and will not be returning, the mpu had a v-lock connector on the ac power cord, and there was a power outage during both episodes. Additionally, the serial number of the mpu of the mobile power unit (mpu) is (B)(6) . The root cause of the reported event of a no external power alarm was determined to be a loss of power at the patient¿s home. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 13aug2020. Heartmate ii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent in for review. The log files displayed a few transient low voltage/ no external power alarms on (B)(6) 2021 at 3:46pm and (B)(6) 2021 at 8:43pm while tethered on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.